Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of device malfunction or deficiency reported for this event. Although no cause of death was documented, cardiac issues were suspected. Cardiovascular disease is the leading cause of death in patients with chronic kidney disease (ckd) with an estimated 40%-50% of all deaths in patients with ckd stage 4 and 5 being attributable to cardiovascular-related mortality. This patient had several comorbid cardiac diseases including chronic systolic heart failure. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
On (B)(6) 2025 it was reported that this peritoneal dialysis (pd) patient passed away that morning while connected to the liberty select cycler. The cause of death was unknown. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was found deceased by their spouse on (B)(6) 2025. The patient was still connected to the liberty select cycler. It was unknown what phase and cycle of the patient¿s treatment they were in at the time of death. No issues were reported with the liberty select cycler or the patient¿s treatment. The patient¿s spouse reported that everything was fine prior to the event. The cause of death is unknown. It was reported that cardiac issues are suspected. The death is not related to the use of any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2025 it was reported that this peritoneal dialysis (pd) patient passed away that morning while connected to the liberty select cycler. The cause of death was unknown. Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was found deceased by their spouse on (B)(6) 2025. The patient was still connected to the liberty select cycler. It was unknown what phase and cycle of the patient¿s treatment they were in at the time of death. No issues were reported with the liberty select cycler or the patient¿s treatment. The patient¿s spouse reported that everything was fine prior to the event. The cause of death is unknown. It was reported that cardiac issues are suspected. The death is not related to the use of any fresenius device(s) or product(s) and/or their dialysis therapy.